Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-aug-30. The rep met with the patient on (B)(6) 2017 at their healthcare professional¿s (hcp) office and they were getting great coverage to their left arm. The issue was resolved and the hcp and patient were happy. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a275 serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep indicated that the patient also had amedical history of back pain and back surgeries. The patient was originally getting left arm stimulation but recently reported that it was only in their right upper arm and they had no stimulation in their left arm. On the day of the report the lead was examined under an x-ray which showed that the lead had moved down and from the left side to the right side in their cervical vertebrae from the original x-ray placement. The patient denies falling or any activity that may have caused the lead to move. The old lead was removed completely and replaced with a new lead. It was unknown if the issue was resolved at the time of the report but the rep was meeting with the patient on (B)(6) 2017. The lead was sent to pathology by the surgery center. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.